Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Hmrs parts replacement after 12 years. The wear of the components was confirmed during the surgery. The parts have all been replaced as requested. Some poly parts were severely damaged or disassembled into individual parts due to the difficult disassembly. Due to wear and tear, it was suspected that replacing the components would be prudent.

Event description:
Hmrs parts replacement after 12 years. The wear of the components was confirmed during the surgery. The parts have all been replaced as requested. Some poly parts were severely damaged or disassembled into individual parts due to the difficult disassembly. Due to wear and tear, it was suspected that replacing the components would be prudent.

Manufacturer narrative:
Reported event: an event regarding wear involving a hmrs bushing was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the device is severely damaged. The device has been fractured into many pieces and is unrecognizable. Damage is consistent with what was reported in the event description "some poly parts were severely damaged or disassembled into individual parts due to the difficult disassembly." Due to the damage sustained from the explantation attempt, no comments can be made regarding wear. Material analysis: material analysis was not performed as the device was returned damaged from the explantation attempt, as reported in the event. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to wear of the components. Visual inspection of the returned hmrs bushing indicated that the device is severely damaged. The device has been fractured into many pieces and is unrecognizable. Damage is consistent with what was reported in the event description "some poly parts were severely damaged or disassembled into individual parts due to the difficult disassembly." Due to the damage sustained from the explantation attempt, no comments can be made regarding wear. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary/revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It was reported that the patient was very active post-implantation. The patient's activity level may have contributed to the reported failure of the devices. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.